Event description:
It was reported when an asymptomatic patient presented for a normal device change out, externalized conductors was observed. The lead remains implanted. The patient condition is stable and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.